Manufacturer narrative:
The impella 5.5 device was not received for analysis. Investigation was completed and based on clinical description, the root cause of delivery issue was most likely due to patient condition, specifically the calcification of the patient's axillary artery. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an unsuccessful impella 5.5 device implant attempt to a patient with cardiogenic shock from an acute myocardial infarction. The impella 5.5 device was unable to be delivered due to axillary artery calcification, and impella 5.5 implant was aborted. The decision was made to place an impella cp device for mechanical circulatory support, which was successfully completed. There was no report of adverse effects to the patient.